Event description:
After a carotid stenting procedure, the pt developed a stroke. A CT scan confirmed the embolization of a distal vessel after the procedure. An anticoagulation drug was given and the pt is being observed carefully. The pt was a male, and was symptomatic. The target lesion was the internal carotid artery (ica). There was mild calcification, no vessel tortuosity and an 80% stenosis. The angioguard was delivered and the filter was deployed without any difficulty. The diameter of the vessel where the angioguard was placed is unk, but the device did have good wall apposition after placement. Then, a precise stent was placed without difficulty. It is unk if the lesion was pre-or post-dilated. The lesion was successfully treated. There were no neurological deficits noted during the procedure. It is unk how long after the procedure the stroke occurred. The pt is currently.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.